Manufacturer narrative:
(B)(6), supervisor of quality and compliance spoke with (B)(6), the customer's biomed and he stated that he evaluated the iabp. He observed that unplugging the on/off switch from the board he was able to duplicate the failure. The biomed repositioned the wiring harness and the iabp was functional as per specifications. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp lost power and shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported.